Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd pump ended the patient's therapy approximately 12 hours earlier than expected. Blincy to infusion was completed more than 13 hours ahead of the scheduled completion time. The therapy involved blincy to 210 mcg in a 110 ml bag of bacteriostatic normal saline, with a drug concentration of 1.91 mcg/ml. The medication was administered via a port. This was the second-to-last bag in the treatment regimen. Several identical bags had been infused previously, and one additional bag of the same formulation was administered afterward. The event involved a patient; however, no patient harm was reported.